Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that on (B)(6) 2017, patient noticed inflammation and pus around the stoma. The patient was seen by physician and was prescribed unspecified oral antibiotics and bactroban ointment. The course of antibiotics has been completed and the infection has cleared up. The patient continues to use the bactroban ointment twice daily.